Event description:
A malfunction occurred with the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump, and the issue did not recur after the reset. They were advised to continue using the pump and to reach out if any issues recurred.